Event description:
The customer reported that there were air bubbles and gaps observed in the tandem mobi cartridge during the load sequence or tubing fill. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the cartridge was changed to address the issue.